Event description:
A patient's parent reported blood glucose results of "533 mg/dl", "247 mg/dl", "hi (>600 mg/dl)", and "189 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methdodlogy, the calculated difference of these glucose results exceeds the expected value of <20% and/or <20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient reported being hyperactive and high. The customer service representative noted that the patient contacted a health care professional and was treated with diabetes medication. A control solution was performed and failed to fall within the accepted range. The customer service representative had the patient's parent perform another control solution test with new test strips and it passed. The control solution and test strips were replaced. Medical affairs specialist mailed a letter after unsuccessful phone call attempts.